Event description:
It was reported that increased capture thresholds and noise were observed. Noise was not reproduced. The physician elected to explant the rv lead during atrial lead revision due to noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with the return of the device. Failure (event) observed during analysis. A partial lead measuring 11.7cm in length was returned for analysis. External insulation abrasion breaching the is-1 connector leg was found at 7.9 to 8.0cm from thee connector pin. The re conductor was exposed. The abrasion found is consistent with friction to the ICD can.

Manufacturer narrative:
A partial lead measuring 11.7cm in length was returned for analysis. External insulation abrasion breaching the is-1 connector leg was found at 7.9 to 8.0cm from the connector pin. The re conductor was exposed. The abrasion found is consistent with friction to the ICD can. (B)(4).

Event description:
New information received notes that prior to lead explant, the patient received inappropriate high voltage therapy.

Event description:
This report is to advise of an event observed during analysis.